Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump is alarming and the screen reads run res vol 97.5 ml. Per reporter, they instructed the patient to stop the pump but the pump was not responding. Per reporter, troubleshooting was unsuccessful, the pump was still alarming and the screen read stopped. The event occurred while used with patient at hospital. There was no patient harm/adverse event reported.